Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the reservoir port spring popped out and was no longer working. Customer¿s blood glucose level was unknown. Customer stated that she had a stroke due to not being on insulin pump therapy. Customer had been off insulin pump and blood glucose had been high. Customer was unable to troubleshoot for damage of insulin pump as customer did not had insulin pump anymore. The device will be returned for analysis.